Event description:
Event description guidant received information that due to oversensing and non-capture, the is-1 rate sensing portion of the endotak dsp lead has been capped. No physical damage to lead noted. A new rate sensing lead has been added to the system. The shocking portion of the lead remains active.